Manufacturer narrative:
A ge svc rep performed an onsite investigation. The mainframe system batteries and battery charging pcb assembly were evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional svc info was provided.

Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.